Event description:
It was reported that the insulin pump had bolus anomaly. Customer's blood glucose was 334 mg/dl. Customer stated she treated with pen. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.